Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet system with a dexcom g7 experienced hypoglycemia after the ilet was paused for approximately 80 minutes in the afternoon, followed by a dinner meal announcement; the patient¿s continuous glucose monitor showed a lowest value of 41 mg/dl and a fingerstick confirmation was not performed. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates consisting of two glucose tablets and a large glass of orange juice, with blood glucose returning to range and no medical intervention or hospitalization. Troubleshooting and education were provided, including confirmation that glucose was trending upward after treatment. Investigation included a review of the reported sequence of events and device use. Investigation of this case revealed that the cause of the hypoglycemia could not be determined based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.